Manufacturer narrative:
Insulin pump failed the no delivery test due to faulty forced sensor resistor. Unable to verify motor error alarm due to excessive no delivery alarm anomaly. Motor passed motor test. Unit had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received excessive motor error alarms during rewind. Alarm history showed motor error alarms. Customer's blood glucose was not reported. Insulin pump would be replaced.